Event description:
During a case, the laparoscopic bowel grasper broke while in use. One of the blades broke off inside the patient. The broken pieces were retrieved by the general surgeon. The endo instrument manager came into or and verified that all of the pieces were present and that nothing was left inside the patient.